Manufacturer narrative:
The customer technical specialist (cts) assisted the customer through the phone. The cts had the customer bleach the rbc drain line. Then the customer adjusted the tubing that runs through the pinch valve 14 (lv14) and this action allowed the rbc bath to drain. The customer ran controls which recovered within acceptable ranges and the instrument is working properly. Upon recur; this failure mode could create erroneous wbc and rbc results due to incorrect dilution of the sample in the wbc and rbc baths during analysis. (B)(4). Customer resolved the issue.

Event description:
While running startup, the customer reported the rbc bath was not draining on the act diff instrument. Customer stated the rbc bath was overflowing every time the instrument cycles. The volume was reported as several milliliters and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous results were generated in connection with the reported event..